Event description:
It was reported that there were high capture thresholds of the right ventricular (rv) lead of this pacemaker system shortly after initial implant. The physician elected to explant and replace the rv lead. During this procedure, after pocket closure, there was noise artifact present on the rv lead channel which resulted in oversensing and pacing inhibition. The physician reopened the pocket to verify the connections were secure. Technical services (ts) noted that it was most likely due to air bubbles and suggested reprogramming options as troubleshooting. The physician opted to replace the pacemaker which resolved the artifact. No additional adverse patient effects were reported.